Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of a patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction surrounding the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Distributor described patient's skin reaction as a red and itchy rash. Patient treats the skin reaction with triamcinolone ointment, prescribed by physician on (B)(6) 2015. At the time of contact, patient's reported current condition was fine. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).